Manufacturer narrative:
The insulin pump passed functional testing. However, an alarm was found in the alarm history screen due to a corrupted history file. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It is reported that a customer was inquiring about wearing their insulin pump in different environments. The customer's blood glucose level was at 172 mg/dl. The customer had an error alarm on their pump and wants a new pump because they are leaving for italy and needs a functional insulin pump. A replacement was sent to the customer while their old one was sent back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.